Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia while on pump therapy. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 481 mg/dl with large level of ketones. No additional information regarding the event was provided at the time of the call. Several attempts by the customer support to follow-up on the matter were unsuccessful and the reported issue remained unresolved. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an unspecified pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.